Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump received a critical pump error alarm. Her blood glucose was 220 mg/dl. She said that her pump stopped functioning and a picture of a book appeared on her screen. The customer was advised that the pump needed to be replaced. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarm noted during testing. However, corroded electronic assembly noted during visual inspection. Unit received with minor scratched lcd window, scratched case, cracked case on the battery tube, cracked battery tube threads and cracked retainer.